Event description:
It was reported that the ilet displayed an insulin fill tubing alert and continued beeping after a supply change, during which the user remained in the fill tubing step for about 90 minutes with the tubing connected, resulting in no insulin delivery until instructed to disconnect, complete the fill (drops observed), and reconnect; insulin delivery then resumed and blood glucose was 257 mg/dl. Symptoms included none. Outcomes included hyperglycemia that was correctable through completion of the tubing fill. Investigation included troubleshooting and user education. Investigation of this case revealed that the device alerted for tubing fill and functioned as designed after proper fill and reconnection, while hyperglycemia occurred due to prolonged time in the fill mode without insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.